Event description:
It was reported, the pt had an infection at the site of their implantable neurostimulator (ins). It was stated, the pt was receiving treatment for the infection for nine days. It was also stated, the pt was having issues with coupling and recharging. Additional info has been requested, a f/u report will be sent if additional info becomes available. Reference MFR report #3004209178-2010-08584.

Manufacturer narrative:
(B)(4).